Event description:
The following was reported to davol: the info provided was limited to the statement below. Contact reported that his father had surgery that involved a bard mesh product and there were post-op complications which involved a second procedure at a different hospital.

Manufacturer narrative:
We have contacted th initial reporter multiple times to request additional info. To date the reporter has not responded to davol. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.